Event description:
It was reported that the pt complained about a lack of progress in speech understanding and frustration with his performance level. Testing did not reveal any malfunction with the device. The internal device and external equipment are functioning within specifications. Info received on (B)(6), 2010, the explanted device has been shipped for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.